Event description:
During preventative maintenance of the device, the user reported that the pump display started cycling like it was rebooting. Since the event occurred during preventative maintenance, there was no pt involvement during this event.